Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 150 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump alarmed prime during basic occlusion test due to cracked end cap. The insulin pump was unable to perform occlusion test, prime test, excessive no delivery test or verify motor error alarm due to prime alarms. The motor was tested outside the insulin pump and passed. The drive support was inspected and no anomaly noted. The insulin pump received with minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.